Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and dental caries ("tooth decay") in a 39-year-old female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and miscarriage. Concurrent conditions included depression, penicillin allergy, dysfunctional uterine bleeding, pelvic adhesions and uterine enlargement. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"). On (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced alopecia ("hair loss/hair loss"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/abnormal bleeding (vaginal menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), nausea ("nausea") and vision blurred ("blurry vision/ vision eye problems"). On (B)(6) 2015, the patient experienced migraine ("worsening of her migraines/migraines / headaches") and headache ("worsening of her headaches/migraines / headaches"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), dental caries (seriousness criterion medically significant), gingival pain ("painful gums"), pruritus ("itching") with rash and erythema, photosensitivity reaction ("sun sensitivity"), skin disorder ("other skin conditions"), allergy to metals ("allergy to nickel/nickel allergy"), food intolerance ("unable to eat certain food without digestive issues and unable to consume alcohol without negative reactions"), dyspepsia ("heartburns"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain") and arthralgia ("joint pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (replaced a crown, placed crown on two cracked teeth) and alternative therapy (changed diet). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dental caries, migraine, headache, alopecia, fatigue, weight fluctuation, allergy to metals, vaginal haemorrhage, nausea, vision blurred, food intolerance, dyspepsia, abdominal pain, uterine pain, arthralgia and gastrointestinal disorder had resolved, the abdominal pain lower, gingival pain, pruritus, photosensitivity reaction and skin disorder was resolving and the tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, dental caries, dysmenorrhoea, dyspepsia, fatigue, food intolerance, gastrointestinal disorder, gingival pain, headache, menorrhagia, migraine, nausea, pelvic pain, photosensitivity reaction, pruritus, skin disorder, tooth disorder, uterine pain, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. The reporter commented: more specifically, despite treatment, patient's symptoms did not improve and, as a result, on (B)(6) 2015, she went to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. On (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during her uterus, cervix, and both fallopian tubes were all removed. These painful and invasive procedure were performed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Additionally, she was diagnosed with a thyroid nodule in (B)(6) 2017 and irritable bowel syndrome (ibs) in (B)(6) 2017. After the hysterectomy, all of my symptoms stopped. Most stopped immediately and the rest very soon thereafter. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes she have had a colonoscopy, endoscopy and a cat scan. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events per pfs: abnormal bleeding (vaginal), nausea, dental problems, pain, blurry vision, weight gain / loss specify which one:, unable to eat certain food without digestive issues and unable to consume alcohol without negative reactions and heartburns were added. Outcome of the event was updated, date of insertion was updated, lot number received. On (B)(6) 2018: reporter, concomittant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and dental caries ("tooth decay") in a 39-year-old female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section and miscarriage. Concurrent conditions included depression, penicillin allergy, dysfunctional uterine bleeding, pelvic adhesions and uterine enlargement. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"). On (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced alopecia ("hair loss/hair loss"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/abnormal bleeding (vaginal menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), nausea ("nausea") and vision blurred ("blurry vision/ vision eye problems"). On (B)(6) 2015, the patient experienced migraine ("worsening of her migraines/migraines / headaches") and headache ("worsening of her headaches/migraines / headaches"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), dental caries (seriousness criterion medically significant), gingival pain ("painful gums"), pruritus ("itching") with rash and erythema, photosensitivity reaction ("sun sensitivity"), skin disorder ("other skin conditions"), allergy to metals ("allergy to nickel/nickel allergy"), food intolerance ("unable to eat certain food without digestive issues and unable to consume alcohol without negative reactions"), dyspepsia ("heartburns"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain") and arthralgia ("joint pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (replaced a crown, placed crown on two cracked teeth) and alternative therapy (changed diet). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dental caries, migraine, headache, alopecia, fatigue, weight fluctuation, allergy to metals, vaginal haemorrhage, nausea, vision blurred, food intolerance, dyspepsia, abdominal pain, uterine pain, arthralgia and gastrointestinal disorder had resolved, the abdominal pain lower, gingival pain, pruritus, photosensitivity reaction and skin disorder was resolving and the tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, dental caries, dysmenorrhoea, dyspepsia, fatigue, food intolerance, gastrointestinal disorder, gingival pain, headache, menorrhagia, migraine, nausea, pelvic pain, photosensitivity reaction, pruritus, skin disorder, tooth disorder, uterine pain, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. The reporter commented: more specifically, despite treatment, patient's symptoms did not improve and, as a result, on (B)(6) 2015, she went to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. On (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during her uterus, cervix, and both fallopian tubes were all removed. These painful and invasive procedure were performed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Additionally, she was diagnosed with a thyroid nodule in (B)(6) 2017 and irritable bowel syndrome (ibs) in (B)(6) 2017. After the hysterectomy, all of my symptoms stopped. Most stopped immediately and the rest very soon thereafter. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes she have had a colonoscopy, endoscopy and a cat scan. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and dental caries ('tooth decay') in a 39-year-old female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and miscarriage. Concurrent conditions included depression, penicillin allergy, dysfunctional uterine bleeding, pelvic adhesions and uterine enlargement. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"). On (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced alopecia ("hair loss/hair loss"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/abnormal bleeding (vaginal menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), nausea ("nausea") and vision blurred ("blurry vision/ vision eye problems"). On (B)(6) 2015, the patient experienced migraine ("worsening of her migraines/migraines / headaches") and headache ("worsening of her headaches/migraines / headaches"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), dental caries (seriousness criterion medically significant), gingival pain ("painful gums"), pruritus ("itching") with rash and erythema, photosensitivity reaction ("sun sensitivity"), skin disorder ("other skin conditions"), allergy to metals ("allergy to nickel/nickel allergy"), food intolerance ("unable to eat certain food without digestive issues and unable to consume alcohol without negative reactions"), dyspepsia ("heartburns"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain"), arthralgia ("joint pain"), depression ("depression due to being unable to function normally") and abdominal pain upper ("stomach aches"). The patient was treated with surgery (replaced a crown, placed crown on two cracked teeth and underwent a total hysterectomy and bilateral salpingectomy) and changed diet. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dental caries, migraine, headache, alopecia, fatigue, weight fluctuation, allergy to metals, vaginal haemorrhage, nausea, vision blurred, food intolerance, dyspepsia, abdominal pain, uterine pain, arthralgia and gastrointestinal disorder had resolved, the abdominal pain lower, gingival pain, pruritus, photosensitivity reaction and skin disorder was resolving and the tooth disorder, depression and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, dental caries, depression, dysmenorrhoea, dyspepsia, fatigue, food intolerance, gastrointestinal disorder, gingival pain, headache, menorrhagia, migraine, nausea, pelvic pain, photosensitivity reaction, pruritus, skin disorder, tooth disorder, uterine pain, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. The reporter commented: more specifically, despite treatment, patient's symptoms did not improve and, as a result, on (B)(6) 2015, she went to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. On (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during her uterus, cervix, and both fallopian tubes were all removed. These painful and invasive procedure were performed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Additionally, she was diagnosed with a thyroid nodule in (B)(6) 2017 and irritable bowel syndrome (ibs) in (B)(6) 2017. After the hysterectomy, all of my symptoms stopped. Most stopped immediately and the rest very soon thereafter. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. She have had a colonoscopy, endoscopy and a cat scan. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Event: depression due to being unable to function normally ,stomach aches. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 39-year-old female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and miscarriage. Concurrent conditions included depression, penicillin allergy, dysfunctional uterine bleeding, pelvic adhesions and uterine enlargement. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"). On (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced alopecia ("hair loss/hair loss/ hait thinning"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/abnormal bleeding (vaginal menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), nausea ("nausea") and vision blurred ("blurry vision/ vision eye problems"). On (B)(6) 2015, the patient experienced migraine ("worsening of her migraines/migraines / headaches") and headache ("worsening of her headaches/migraines / headaches"). On an unknown date, the patient experienced dental caries ("tooth decay"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), gingival pain ("painful gums"), pruritus ("itching") with rash and erythema, photosensitivity reaction ("sun sensitivity"), skin disorder ("other skin conditions"), allergy to metals ("allergy to nickel/nickel allergy"), food intolerance ("unable to eat certain food without digestive issues and unable to consume alcohol without negative reactions"), dyspepsia ("heartburns"), abdominal pain ("abdomen pain"), uterine pain ("uterus pain"), arthralgia ("joint pain"), depression ("depression due to being unable to function normally"), abdominal pain upper ("stomach aches") and arrhythmia ("heart rhythm irregularities"). The patient was treated with surgery (replaced a crown, placed crown on two cracked teeth and underwent a total hysterectomy and bilateral salpingectomy) and changed diet. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dental caries, dysmenorrhoea, menorrhagia, migraine, headache, alopecia, fatigue, weight fluctuation, allergy to metals, vaginal haemorrhage, nausea, vision blurred, food intolerance, dyspepsia, abdominal pain, uterine pain, arthralgia and gastrointestinal disorder had resolved, the abdominal pain lower, gingival pain, pruritus, photosensitivity reaction and skin disorder was resolving and the tooth disorder, depression, abdominal pain upper and arrhythmia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arrhythmia, arthralgia, dental caries, depression, dysmenorrhoea, dyspepsia, fatigue, food intolerance, gastrointestinal disorder, gingival pain, headache, menorrhagia, migraine, nausea, pelvic pain, photosensitivity reaction, pruritus, skin disorder, tooth disorder, uterine pain, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. The reporter commented: more specifically, despite treatment, patient's symptoms did not improve and, as a result, on (B)(6) 2015, she went to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. On (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during her uterus, cervix, and both fallopian tubes were all removed. These painful and invasive procedure were performed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Additionally, she was diagnosed with a thyroid nodule in (B)(6) 2017 and irritable bowel syndrome (ibs) in (B)(6) 2017. After the hysterectomy, all of my symptoms stopped. Most stopped immediately and the rest very soon thereafter. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.83 kgs. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. She have had a colonoscopy, endoscopy and a cat scan. Concerning the injuries reported in this case, the following one/ones were reported via social media: cervical cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Event added: heart rhythm irregularities. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dental caries ("tooth decay"), gingival pain ("painful gums"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), pruritus ("itching") with rash and erythema, photosensitivity reaction ("sun sensitivity"), skin disorder ("other skin conditions"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, dental caries, gingival pain, migraine, headache, pruritus, photosensitivity reaction, skin disorder, alopecia, fatigue, weight fluctuation and allergy to metals was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, dental caries, dysmenorrhoea, fatigue, gingival pain, headache, menorrhagia, migraine, pelvic pain, photosensitivity reaction, pruritus, skin disorder and weight fluctuation to be related to essure. The reporter commented: more specifically, despite treatment, patient's symptoms did not improve and, as a result, on (B)(6) 2015, she went to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. On (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during her uterus, cervix, and both fallopian tubes were all removed. These painful and invasive procedure were performed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Additionally, she was diagnosed with a thyroid nodule in (B)(6) 2017 and irritable bowel syndrome (ibs) in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.